Event description:
It was reported that the patient¿s ilet bionic pancreas would not hold a charge, leading to rescheduling of training and issuance of a replacement device; the original device had not been used for therapy and blood glucose was reportedly unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact on health, no hospitalization, and no alerts or alarms. Investigation included device replacement logistics and user guidance to shut down the device, return of the original device with provided shipping label, and confirmation that data would not transfer to the replacement and that a standard startup process would be required. Investigation of this device did not revealed a device power issue consistent with battery depletion affecting the pump hardware, with no associated software or alarm malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not a device malfunction related to battery performance.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.